Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Manufacturer narrative:
Follow up # 1/supplemental report text 02/09/2011. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient's daughter contacted lifescan (lfs) alleging the patient's onetouch ultra2 meter was reading inaccurately low compared to a calibrated lab. The medical surveillance specialist (mss) spoke to the lay user/patient's daughter for follow-up questions on (B)(6) 2011 and verified/obtained the following information. The patient's daughter informed the mss that the patient's testing frequency is once daily and manages her diabetes with glyburide pills once daily in the morning. According to the daughter, the alleged issue began at an unknown date and time prior to contacting lfs. The daughter claimed the patient was comparing her alleged low blood glucose results of "69, 91, 80, and 134 mg/dl" with the subject meter taken on various days compared to the reading of "400 mg/dl" on a calibrated lab method, performed greater than 30 minutes of each other. Due to the alleged issue, the daughter indicated the patient denied taking any action regarding her diabetes management regimen. On (B)(6) 2011 at an unspecified time, the daughter claimed the patient was feeling peculiar, funny, pale, had the runs, and could barely stand up. In response to the symptoms, the daughter claimed the patient was brought to the emergency room (ER). At the time of the ER, the daughter stated the patient was monitored, was tested by the ER/hospital meter every two hours with results ranging from "200-400 mg/dl", and was administered insulin (type and dose unknown) at an unknown time. The daughter claimed after the treatment she was worn out and tired. At the time of troubleshooting, the cca noted the subject meter's unit of measure was set correctly and the results obtained were from the same approved sample site. The patient did not have the control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient's daughter stated that the patient obtained inaccurate low readings on the subject meter and reportedly received hcp intervention after the alleged meter issue began.